Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported fibers were being observed in an unknown number of patients's eyes wound bed (incision site) during a postoperative visit. The fibers were not removed and there was no harm to the patients. No additional information is expected. This is one of two reports from this facility.

Manufacturer narrative:
This is one of three complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The customer reported that they have been experiencing fibers in their patients post surgical eyes. A piece of paper with two pieces of foreign material taped to it was returned and inspected. Microscopic examination showed a brown plastic particle. The brown particle was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir) and the closest match was found to be poly(vinyl chloride). While the customer¿s complaint was confirmed, the definitive root cause of the plastic inside of the pack cannot be determined. Possible root causes include an error in the warehouse, an error made during the custom pak internal manufacturing process and an error made during one of the supplier¿s manufacturing process. It should be noted that warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. In addition, measures are in place to ensure that the proper procedures are followed when packaging custom paks. These procedures include, but are not limited to a clean work surface, storing product properly and ensuring components are correct. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of similar complaints of this nature through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
(B)(4).